Event description:
It was reported that inhibition of pacing due to myopotential oversensing was observed when the patient takes a deep breath. Patient is pacer dependent. Programming changes were made. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.